Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the antitachycardia pacing (atp) for ventricular tachycardia (vt) accelerated the rhythm into ventricular fibrillation (vf). Atp for vf also accelerated the rhythm further. The patient had an ejection fraction of 15 percent and was described as "brittle and end stage." Patient not pacer dependent. Follow up revealed that the patient died 17 days after this event and had history of endstage heart failure and intractable vt. It was further reported the atp accelerating the patient's rate "was a non-issue." Later follow up with the nurse revealed the cause of death was intractable ventricular tachycardia and end stage class lv heart failure.

Event description:
It was reported that the antitachycardia pacing (atp) for ventricular tachycardia (vt) accelerated the patient's rhythm into ventricular fibrillation (vf). Atp for vf also accelerated the rhythm further. The patient had an ejection fraction of 15 percent and was described as "brittle and end stage." Patient not pacer dependent. Follow up revealed that the patient died 17 days after this event and had history of endstage heart failure and intractable vt. It was further reported the atp accelerating the patient's rate "was a non-issue." The exact cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found.